Manufacturer narrative:
Additional information was received the there was no evidence of hydrogel outside of the perirectal space. There is no alleged malfunction or device deficiency against the device used on the placement procedure. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. During a routine follow up on (B)(6) 2025, an MRI found 0.6 cc of the hydrogel in the rectal wall. There were no patient complications reported. The patient already completed his radiation therapy; he received 20 fractions of proton beam therapy. Additional information received on april 01, 2026 the core lab updated the data entry in the database. There is no evidence of hydrogel outside of the perirectal space on the 3-month MRI. There is no alleged malfunction or device deficiency against the device used on the placement procedure.

Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. During a routine follow up on (B)(6) 2025, an MRI found 0.6 cc of the hydrogel in the rectal wall. There were no patient complications reported. The patient already completed his radiation therapy; he received 20 fractions of proton beam therapy.

Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Device evaluation: the device was not returned for analysis; the event could not be confirmed since it did not include a returned device or media review to identify any issue that could confirm the reported allegation. The device history record (DHR) review confirms that the accepted device met all manufacturing specifications. A labeling review was performed; the instructions for use (IFU) indicate that "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the event of "gel found in unintended site - nonvascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the reported information, a gel misplacement has been identified. Gel misplacements are understood to be primarily caused by the user having the needle in the incorrect location at the time of injection. Therefore, based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unintended use error caused or contributed to event".

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under local anesthesia. During a routine follow up on (B)(6) 2025, an MRI found 0.6 cc of the hydrogel in the rectal wall. There were no patient complications reported. The patient already completed his radiation therapy; he received 20 fractions of proton beam therapy.